Event description:
It was reported that the tip of the probe unit looked as if it had melted causing a bubble to form on the white portion that is next to the metal cautery tip.

Event description:
It was reported that the tip of the probe unit looked as if it had melted causing a bubble to form on the white portion that is next to the metal cautery tip.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Review of the device history record of the reported lot number was reviewed. The review disclosed no discrepancies that could contribute to this condition. A definite root cause cannot be identified, however, based on previous complaint history a user related (misuse) possible contributor could not be ruled out. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.